Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteral lithotomy under rigid ureteroscopic procedure in the ureter, performed on (B)(6) 2021. During the procedure and inside the patient, after the stent was implanted, the ureteral stent needed to be adjusted but it was difficult to pull out the stent. The implanted stent was removed and another polaris ultra ureteral stent was implanted and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: medical device problem code a150207 captures the reportable event of stent difficult to remove. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the proximal tip was damaged with drag marks in the bladder pigtail. A functional test was performed and the device worked properly. No other issues with the device were noted. The reported event was not confirmed. According to product analysis, the device was returned in good shape and a functional inspection was performed and the device worked properly. The most probable cause classification of no problem detected was selected as the most probable complaint cause based on the information available. The product record review confirmed that this is not a new failure type and the risk is anticipated. There was no evidence of a manufacturing issue, design or user issue which could have caused the complaint. Additionally, the suture string and the positioner were not returned with the device and the device out of the original package, it is evidence of the stent was manipulated. Therefore, the device was found with drag marks and the proximal tip deformed, this problem could have been generated by the user or due to the interacting of the device with the suture string during procedure, those failure were documented as "adverse event related to procedure" in the coding table. Therefore, all compiled information on this investigation determines that no problem detected is selected as the most probable root cause for the comlaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteral lithotomy under rigid ureteroscopic procedure in the ureter, performed on (B)(6) 2021. During the procedure and inside the patient, after the stent was implanted, the ureteral stent needed to be adjusted but it was difficult to pull out the stent. The implanted stent was removed and another polaris ultra ureteral stent was implanted and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.